Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error codes related to the internal battery were confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue. Additional findings not related to the malfunction/issue: missing/displaced rubber feet - enclosure feet need replaced. Front enclosure - front case enclosure needs replaced. Rear enclosure - rear case enclosure needs replaced. Base enclosure - base enclosure assembly needs replaced. Gap between enclosures - module plate a and module plate b need replaced. Handle missing - handle needs replaced. No repairs will be performed as the device will be scrapped.